Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2016-02347 and 2134265-2016-02728. It was reported that automatic pullback failure occurred. The motor drive unit (mdu) was used in conjunction with an opticross¿ imaging catheter and a sled. During a percutaneous coronary intervention (pci), it was noted on post pullback image disappeared and auto pullback stop. The procedure was completed with another with same opticross. No patient complication was reported and the patient's condition is good.